Manufacturer narrative:
The device was returned and section d9 was updated accordingly. The completed engineering report will be submitted within 30 days upon receipt.

Manufacturer narrative:
A non-cordis wire tip and the tip of the 8mm x 40cm smart control self-expanding stent were separated in the fluoroscopic image. It was confirmed that the device was separated when the physician checked the device after it was removed. In addition, not only the tip but also the inner shaft of the device was separated. The stent was implanted, and the procedure was completed with a separated tip and inner shaft that remains in the patient body. The lesion was the superior mesenteric artery (sma) entrance which had stenosis. An approach was made from the brachial artery. The product was stored, handled, inspected and prepped according to the instructions for use. There was nothing unusual noted about the ses prior to use. The delivery system did not pass through any acute bends. There was no difficulty encountered while advancing/tracking the ses towards the lesion. A 6f 103cm non-cordis guiding sheath, a 260cm non-cordis guidewire and a tempo catheter were used and engaged to the lesion. The smart control stent was then inserted, delivered to the lesion, and implanted; however, when the smart control device was removed, the part where a guidewire came out from the rear end of the handle was not enough. So, the physician replaced the non-cordis guidewire with another 300cm non-cordis guidewire while the device was still in patient¿s body. There was no excessive force used during removal and there was no resistance felt when attempting to remove the device. Procedural films were requested but were not available. Additional patient and procedural details were requested but were not available. Part 2 the device was returned for analysis. A non-sterile unit of ¿smart control, iliac 8x40ml¿ was received coiled inside of a clear plastic bag. The product was unpacked and laid on a tray to proceed with the product evaluation. The unit was received fully deployed and the stent was not returned for analysis. The unit present a distal tip separation condition and an inner shaft separation. The separated section that must measure approximately 3.5 cm including the length of the soft tip was not included on the shipment. No other damages or anomalies were observed. Microscopic results showed that the separated section of the inner shaft material presented evidence of elongations at the surrounding area of the separation. The elongations observed suggest that the distal portion of the inner shaft separated area was induced to stretching/pulling events that exceeded the inner shaft material yield strength prior to the separation. No other issues were noted during microscopic analysis. A product history record (phr) review of lot 18024937 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported events. The reported ¿catheter tip~ separated - in patient¿ and ¿inner shaft ~ separated - in patient¿ was confirmed. The unit present a distal tip separation condition and an inner shaft separation. The separated section that must have approximately a length of 3.5 cm including the distal tip, was not returned for analysis. The exact cause of the separation condition could not be conclusive determined during the product analysis. Vessel characteristics may have contributed to the reported events. Microscopic analysis showed that the separated section of the inner shaft material presented evidence of elongations at the surrounding area of the separation. The elongations observed suggest that the distal portion of the inner shaft separated area was induced to stretching/pulling events that exceeded the inner shaft material yield strength prior to the separation. Therefore, it is probable that procedural factors such as the user¿s interaction with the device (applying tensile force) during use, may have also contributed to the reported events. According to the instructions for use ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system.¿ neither the phr review nor the information available suggests a design or manufacturing related cause could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
Concomitant medical products and therapy dates: guiding sheath (6f parent effective length 103 cm), a guidewire (radifocus 260cm, terumo) and a tempo catheter, guidewire (radifocus 300cm, terumo). (B)(6). The device was returned but the engineering report is pending/ this device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a non-cordis wire tip and the tip of the 8mm x 40cm smart control self-expanding stent were separated in the fluoroscopic image. It was confirmed that the device was separated when the physician checked the device after it was removed. In addition, not only the tip but also the inner shaft of the device was separated. The stent was implanted, and the procedure was completed with a separated tip and inner shaft that remains in the patient body. The lesion was the superior mesenteric artery (sma) entrance which had stenosis. An approach was made from the brachial artery. The product was stored, handled, inspected and prepped according to the instructions for use. There was nothing unusual noted about the ses prior to use. The delivery system did not pass through any acute bends. There was no difficulty encountered while advancing/tracking the ses towards the lesion. A 6f 103cm non-cordis guiding sheath, a 260cm non-cordis guidewire and a tempo catheter were used and engaged to the lesion. The smart control stent was then inserted, delivered to the lesion, and implanted; however, when the smart control device was removed, the part where a guidewire came out from the rear end of the handle was not enough. So, the physician replaced the non-cordis guidewire with another 300cm non-cordis guidewire while the device was still in patient¿s body. There was no excessive force used during removal and there was no resistance felt when attempting to remove the device. Procedural films were requested but were not available. Additional patient and procedural details were requested but were not available. The device will be returned for evaluation.